Event description:
It was reported that during implant attempt, "when threshold measurement was performed, unidentified diaphragm stimulation occurred" and did not stop in spite of changing the lead position. The device was not implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was analyzed and no anomalies were found.